Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced two cardiovascular events on or about an unk date in 2010 after the use of the product.